Event description:
Pt to or for fulguration of endometriosis (cyst). During insertion of trocar, into abdomen trocar nicked the iliac vein. Required general surgeon assist in laparotomy repair of left iliac vein. Required admit and extra 1 day stay.